Event description:
The customer reported to olympus that the visera cysto-nephro videoscope had blown scope was found upon setup of procedure, during preparation for use. Upon inspection and evaluation, blown scope due to pressure release cap not secured. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿blown scope¿ was confirmed. The following findings were also noted during device evaluation: leak from bending section, bending section is ruptured, exposed metal, and switch #4 is not working. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Phenomenon (1) pressure release cap is not fixed, thus the scope got damaged. Phenomenon (2) leakage from the bending section, phenomenon (3) bending section is torn. Metal is exposed. Phenomenon (4) switch #4 does not work. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): about breakage, we confirmed the contents of the instruction manual of the product, we found the description below. We judge that the phenomenon can be prevented by the description. Caution ¿ do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ do not insert the video connector while the electrical contacts are wet and/or dirty. Doing so may result in electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing or pulling them with excessive force can break the switches and/or may cause water leaks. ¿ turn the video system center off before connecting or disconnecting the video connector to/from the video system center. Failure to do so can result in equipment damage, including destruction of the charged coupled device (ccd). Olympus will continue to monitor the field performance of this device.